Event description:
Pt was admitted for revision of right hip, secondary to pain & instability, from loosening of components. In accordance with hosp policy, the components removed are not available for release.